Event description:
Implant fracture. No information about procedure dates (implantation explantation or others). Dentist office where procedures took place are closed. Implant was certainly placed more than 5 years ago as the product was not manufactured and distributed after 2016.

Manufacturer narrative:
Implant fracture. No information about procedure dates (implantation explantation or others). Dentist office where procedures took place are closed. Implant was certainly placed more than 5 years ago as the product was not manufactured and distributed after 2016. Construction was a single crown in regio 46. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was most probably caused by mechanical overloading.

Event description:
Implant fracture. No information about procedure dates (implantation explantation or others). Dentist office where procedures took place are closed. Implant was certainly placed more than 5 years ago as the product was not manufactured and distributed after 2016.